Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient was brought into the hospital due the patient experiencing severe pain. Per the hcp they were having difficulty controlling the patient¿s pain and wanted a rep to come check the pump. The hcp stated the wife of patient mentioned that the past 2 times they refilled the pump "it was emptied out way before it was supposed to be" and the pump is "not functioning right." The last pump refill was on (B)(6) 2014. The pump was used to deliver fentanyl. Additional information has been requested, but had not been received as of the date of this report.